Event description:
It was reported that the patient had gastrointestinal (gi) bleed at time of admission on (B)(6) 2017 for cardiogenic shock and multisystem organ failure of unknown etiology. The patient felt lightheaded, had epigastric pain, and noted a poor appetite for several days. One episode of 'very dark' emesis similar to coffee grounds occurred the morning of (B)(6) 2017. Inr was 4.6 at the outside hospital the patient first presented to and 2.99 at the implanting center. At the time of the event, the patient was taking the anticoagulant warfarin. While in cardiac intensive care unit (cicu), the patient had multiple episodes of maroon colored hemoccult positive stools. The patient was transfused 16 units packed red blood cells (prbcs) prior to transfer out of the intensive care unit (ICU). The patient was also transfused 1 u fresh frozen plasma (ffp) at an unspecified time. An esophagogastroduodenoscopy (egd) was not performed due to the patient¿s intubation for critical comorbidities and the potential need for extensive lavage. On (B)(6) 2017 the patient had diarrhea and was clostridium difficile (c. Diff) positive. On (B)(6) 2017 the patient was discharged to acute inpatient rehab with no current signs of gi bleeding. Hemoglobin/hematocrit (h/h) remained stable. The event reportedly resolved on (B)(6) 2017 and the patient was discharged from inpatient rehab. On (B)(6) 2017 it was reported that the patient had no further bleeding.